Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals. It was also reported that possible noise was observed on both the right atrial (ra) lead and rv leads and was reproduced with movement on the atrial channel only. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.